Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as visual disturbances, dizziness, and a loss of consciousness. The customer was unable to self-treat and was transported to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who administered glucose as treatment for the diagnosis of hypoglycemia. The customer subsequently received a laboratory result of 100 mg/dl. There was no report of death or permanent impairment associated with this event. Higher adc device readings of 363, 423, 311 mg/dl were compared to competitor brand meter readings of 164, 199, 124 mg/dl respectively, after 6 days of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these comparison readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.